Event description:
Reporter alleged he obtained a 242 mg/dl result on his compact plus system, felt ill, and took 30 units of humulin 70/30. Reporter stated that 3 hours later, he was feeling extremely ill, vomiting and he obtained a result around 200 mg/dl on the same system. Reporter stated he took 6 units of humulin r at this time and went to the hospital. Reporter stated the hospital obtained a hi on their device and a result over 700 mg/dl came back from the tab. Reporter stated he was diagnosed with ketoacidosis, given IV fluids, and insulin drip and kept overnight. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.